Manufacturer narrative:
Age at time of event: (B)(6) years or older. Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced but was very difficult to insert into the lesion. Subsequently, a 2.5 x 10 non-bsc balloon was advanced and dilated at 14 atmospheres. Once again, the 4.00mm x 12mm nc emerge balloon catheter was advanced but still failed to cross. Despite this, dilatation was performed with the balloon at 15, 18 and 20 atmospheres; however, the balloon ruptured when raised to 20 atmospheres. The procedure was completed with a different device. There were no patient complications nor injuries reported.